Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reporetd that patient faced infusion set leaking from site on (B)(6) 2024,(B)(6) 2024 and (B)(6) 2024. The infustion set was in use for 1-2 days. Blood glucose levels reported during the event were between 300-400 mg/dl patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.